Event description:
Hemonetics rec'd copy of voluntary medwatch report #(B)(4) from FDA on (B)(4) 2013. The report specified a blood spill in an orthopat device at (B)(6) institute. No device serial number was included in this report. The description of blood spill into an orthopat has the potential for risk of injury to the operator and/or pt. No device history could be confirmed due to no serial number being available.

Manufacturer narrative:
The device reported in (B)(4) did not list a serial number for the orthopat. Haemonetics has attempted to reach out to the customer to obtain this info in order to have the device sent back for evaluation. Haemonetics is currently awaiting confirmation from the customer contact and will send a follow up report with add'l info. (B)(4).